Manufacturer narrative:
An osseotite xp certain implant (ios4511) was returned. Visual inspection of the as received product identified fragment of the fractured certain gold-tite tm hexed screw (iunihg) in the implant. The external threads were completely rounded and the collar had excessive gouging (sectioned), likely from the retrieval process. The internal threads appeared to be stripped and the hex feature was damaged. There was substantial presence of bone residue around the external threads. No additional testing was performed due to the condition of the returned products. The x-ray returned shows the implant in the surgical site. However, no relevant information related to the reported screw fracture could be evidently determined from the image. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. The complaint was confirmed, as the screw had fractured inside the implant. Fragment of the fractured screw were stuck in the implant. The following sections have been updated: date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4). Top part of fractured screw was not returned to manufacture but the concomitant product was returned. An x-ray documenting the fractured abutment screw was received.

Event description:
It was reported that patient presented with piece of a screw stuck in implant. Screw could not be removed therefore the implant was removed.